Manufacturer narrative:
Additional data: the lens was exchanged. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage. Dimensional inspection found lens was within specification. Work order search: one similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.(B)(4). Secondary surgical intervention, lens exchanged for a longer lens.(B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -10.50 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The patient's post-op best corrected visual acuity was 20/20.